Event description:
Event description guidant received information that this procedure was performed due to damage to the atrial lead, resulting in noncapture and high impedance measurements. The lead was found to be fractured at the sternoclavicular joint, it was then surgically abandoned. The pacemaker was electively replaced at the same procedure.